Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call of receiving a failed battery test alarm, blank display and no delivery alarms. Customer's blood glucose was 288 mg/dl. Customer changed battery and cleared alarm which resolved failed battery alarm issue. Customer reported that after several battery changes display screen return within ten to fifteen minutes. Customer reported or receiving excessive no delivery alarms, but declined transfer and troubleshooting. Customer was advised to not discard supplies if issue persisted.